Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient recently reported loss of pain relief and it was discovered that the implanted leads had migrated from the implant position and were no longer targeting the intended nerve. Surgical revision was performed on (B)(6) 2023 to implant a new implantable pulse generator and leads at a more optimal location to provide pain relief to the intended area. No complications reported during the procedure and patient is currently receiving therapy from the new system.